Manufacturer narrative:
(B)(4). Pump was received with a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the there was water under the screen of the insulin pump. Customer stated that they did not hear fluid when shaking the insulin pump. Customer stated they saw fluid under the lcd. Customer stated the insulin pump was not dropped. There was small crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.